Manufacturer narrative:
(B)(4)

Event description:
It was reported that a chest x-ray confirmed that the left ventricular lead had dislodged. The lead was explanted and replaced. The patient was in stable condition post procedure.